Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and it was observed that the motor does not rotate. Therefore, the reported condition was duplicated and confirmed. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device was "broken". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.